Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer was using fiasp within their pump supplies. Customer consumed carbohydrates to address the issue and went to the emergency room with ketones; amount was not known. Customer was treated with intravenous fluids of saline and a glucagon injection. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.